Manufacturer narrative:
The insulin pump received with intermittent button response due to unlocked lcd keypad connector. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's step father reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 209mg/dl. The father states the act button was unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.